Event description:
Medtronic received information that this bovine valved conduit was explanted, after 6 years due to regurgition. The device was replaced, without reported adverse patient effects.

Manufacturer narrative:
Evaluation results: other = device history review found the product met specifications when released for distribution. Analysis: received in a brown solution in a small specimen container enclosed in a pouch closed with surgical tape. A 4.5 cm in length section and two pieces of the conduit wall were received for analysis. Two leaflets are stiff due to host tissue overgrowth. The other leaflet is flexible except along the commissures where host tissue overgrowth is present. Thick glistening off white pannus extends around the circumference of the outflow significantly reducing the outflow orifice area. One leaflet is partially covered with pannus occluding the outflow by adhering to the conduit wall. Pannus extends along the free margin and lunula occluding the outflow on the other leaflet. Radiography shows trace to extensive mineralization in the conduit and pieces received for analysis. Conclusion: reduced performance of the device attributed to host tissue overgrowth and calcification, both of which are conditions attributed to the patient. The device was replaced without reported patient complication.